Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73e1600466. Investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples got stuck in the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot #73e1600466 was manufactured on 05/23/2016 a total of (B)(4) pieces. Lot was released on 05/24/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples are slightly misaligned. The stapler was returned with 34 staples left in the cartridge indicating that at least 1 staple has been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was able to properly form and release. Another attempt was made and this time, no staple fired. On the next attempt, a staple was fired but it was unable to form properly. This was repeated multiple times with the same issue. The staples were no longer being pushed down the cover block. The stapler was disassembled and it was found that one side of the saddle spring other remarks: was out of place. It appears that it became dislodged due to the misaligned staples. This is the cause of the staples not being able to be pushed down the cover block. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint could not be determined. The reported complaint of "staples stuck" was confirmed based upon the sample received. The stapler was returned with the staples slightly misaligned. During functional inspection, only the first staple was able to fire properly. The remaining staples either failed to form properly or failed to fire altogether as the staples stopped being pushed down the cover block. The sample was disassembled and it was found that one side of the saddle spring came out of place. This would prevent the staples from being pushed down the cover block. It appeared that the saddle spring became dislodged due to the misaligned staples. The stapler was returned with 34 staples left in the cartridge indicating that the stapler was fired at least 1 time by the end user. A device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples got stuck in the stapler. There was no patient injury.